Manufacturer narrative:
Smith & nephew, inc. Endoscopy div is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. (B)(4).

Event description:
It was reported that patient experienced post-op condition with persistent knee pain. (B)(6) 2007 achilles allograft reconstruction revision, acl recontruction, screw removal from left knee. (B)(6) 2008, MRI impression: status post acl repair. Graft appears intact and in place. Lateral meniscal tear and partial meniscectomy. (B)(6) 2010, persistent left knee pain.